Event description:
A medtronic service rep tested the system and found that the navigation accuracy met the published specifications on the left side of the system. However, the right side of the system did not meet the navigational accuracy specification. This causes the system indicated above to be non-conforming since the specifications indicate that navigation accuracy is within published specifications for both sides of the unit.

Manufacturer narrative:
No pt was involved. Medtronic rep completed and documented system eval. The unit was serviced and brought back into compliance. Please see attachment for additional details of system eval.